Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be confirmed.

Event description:
It was reported that the patient had multiple episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf) which the device did not terminate. The device detected the vf and delivered anti-tachycardia pacing (atp) therapy, but the initial defibrillation therapy was aborted due to functional undersensing. Some shocks were delivered to terminate the arrhythmia; however the patient quickly regenerated back into vf. External defibrillation was required to terminate the vf episode. The patient was brain damaged due to the event and is currently unstable and on do not resuscitate notice.